Event description:
The explanted lead was received and product analysis is being performed.

Event description:
Pin reinsertion was confirmed by xray and visually in surgery. Lead revision was performed. Electrodes were clipped and removed. No obvious defects or breaks were observe by the surgeon. The explanted lead has not been received to date.

Manufacturer narrative:
F10. Medical device code- correction - code a040101 should have been utilized instead of code a072201. H6. Investigation findings - correction - code c070603 should have been utilized instead of code c0203. H6. Investigation conclusions - correction - code d02 should have been utilized instead of code d14.

Event description:
Programming data received and reviewed. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
New impedance value and settings were received. No surgical intervention has been reported to date.

Manufacturer narrative:
H6. Investigation findings - correction - code c0203 was inadvertently code on supplemental #5 MDR.

Event description:
Lead analysis was completed and lead discontinuities were confirmed. During the visual analysis the ring and pin coil ends of 2nd portion of lead were found to be broken. The break mate for pin coil was found on 3rd portion and the ring coil break mate was found on 4th returned portion.

Event description:
It was reported that a patient's device is showing high impedance. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.